Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and confirmed no injury or harm on the day of the event. Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and noted that a leak on the waste pump assembly caused the smoke. The waste pump was replaced, and the instrument was verified and operational. Siemens evaluated the service performed and noted that routine inspections were performed, and the replacement of the pump solved the issue. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to inform that smoke emitted from the dimension exl with lm integrated chemistry system. The customer performed a shutdown and unplugged the electrical plug. There are no known reports of adverse health consequences due to this event.